Event description:
It was reported to nuvectra that during the removal of the trial lead on (B)(6) 2017, the lead snapped and a portion of the lead remained in the patient's body. The remaining lead was surgically removed in the operating room on the same day. The patient experienced soreness from the incision of the lead removal, however is doing better and is moving onto permanent implant.